Event description:
It was reported that after the proximal riva was dilated, the 3.0x12mm vision was advanced into the proximal riva. The stent delivery system (sds) was pulled back a little bit and the x-ray showed that the stent had dislodged from the balloon and was caught in the vessel. The sds was removed from the pt and an attempt was made to remove the stent with a guide wire and a balloon, but unsuccessful. The pt was sent to another hospital for emergency surgery.